Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: port problem. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that while a (B)(6) year-old hispanic female was undergoing a breast augmentation with a mentor smooth round spectrum 275cc saline prosthesis the physician was unable to access the port. The physician reopened the patient, acquired a port from another implant, and completed the procedure without additional patient consequences. No additional issues were reported.